Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.30" x 0.20" was found to be broke off the wrist assembly and the broken piece was not returned. Fa noted the root cause is attributed to user, such as excess force applied to the instrument jaws. No images or video were submitted for review. An rfe procedure review was performed. To confirm that the tip-up fenestrated grasper (lot number k10211122 0092) was last used on (B)(6) 2022 for a hiatal hernia-paraesophageal procedure on sk3601. The instrument had 2 usages remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, that tip-up fenestrated grasper has a broken tip. There was no report of patient involvement. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.